Event description:
It was reported the patient received the following results within 15 minutes: 501 mmol/l and 134 mmol/l. The patient feels the incorrect high was due to sweets that he had been eating and had not washed his hands before testing. No adverse event reported.